Event description:
In in-coming inspection at distribution, it was found that there was a foreign material (kind of hair) in package.

Manufacturer narrative:
The reported event could be confirmed, because a foreign material was found in the package. The complained device is manufactured by stryker cork. The device and the related case details were forwarded to cork for investigation. Furthermore a non conformance ((B)(4)) was initiated to investigate the failure mode. A review of in process controls has been completed and it has been deemed that no action is required in relation to the current in process controls in place. All cnu product is required to undergo a 100% visual inspection step on the packaging line, a 2nd independent 100% visual inspection step and a final qc inspection using asq zero acceptance number sampling plan (c=0). Containments and measurements were performed and the nc was closed on 2014-mar-18. The package has been returned to stryker ireland and will be retained to complete a device defect awareness training with both operators that did not detect the presence of the hair in pack when completing the inspection steps.

Event description:
In in-coming inspection at distribution, it was found that there was a foreign material (kind of hair) in package.

Manufacturer narrative:
Investigation in progress but not yet complete.